Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during use of this introducer in a patient, there was a blood leakage of approximately 5ml at the sheath. The issue was solved by replacing the introducer with a new one, through a new insertion site. There was no allegation of patient injury. The product is expected to be returned for analysis; however, it has not yet been received.

Manufacturer narrative:
One hemostasis valve introducer with contamination shield and swan-ganz catheter were received by our product evaluation laboratory. The report of introducer leakage was not confirmed. Leak testing was performed with and without returned swan-ganz catheter inserted and also with and without a 7.5 laboratory swan-ganz catheter inserted. No leakage was observed in any case. No visible abnormality was observed on sheath body or contamination shield. The valve internal components were examined and found to be in good condition. The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.